Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported both light sources were not working and the foot pedal did not function. Additional information has been requested.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and replicated the reported event. The illuminator float printed circuit board (pcb) was replaced to resolve the issue. The footswitch was replaced. The system was then tested and met all product specifications. The footswitch was manufactured on march 24, 2015. Based on qa assessment, the product met specifications at the time of release. The system was manufactured on march 26, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the illuminator floating pcb. The manufacturer internal reference number is: (B)(4).